Event description:
Hcp reported: low battery alarming 24hrs post implant. Patient temperature 102'. The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional information is received.